Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the distal end of the pipeline did not open. Possible causes were the primary stent could not be opened; it was related to the tortuous path.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a left internal carotid artery occlusion was treated by inserting an 80 cm long sheath into the common carotid artery and establishing access with a 5f115 navien. The xt27 catheter was advanced to the m2 segment, and the ped was delivered to the target position. In the straight segment of m1, decompression deployment was performed, but the proximal end of the stent did not open. By increasing tension and retrieving, it still did not open. The whole system was withdrawn to the internal carotid artery, and decompression deployment was retried, but it still did not open. Further increasing tension attempts resulted in an "x"-shaped deformation. After these efforts proved unsuccessful, the stent was replaced, and the procedure was completed. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50%  of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured right cavernous sinus aneurysm with a max diameter of 12 mm and a 4.7 mm neck diameter. The landing zone was 2.8 mm distally and 2.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level unknown. The angiographic result post procedure was no impact. The patient is alive with no injury.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the pipeline flex device was returned within a shipping box and a plastic pouch. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher re sheathing pad and sleeves were found to be in good condition; however, the tip coil was found bent. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. The pipeline flex braid proximal and distal ends were found open but damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed. However, the customer¿s ¿pipeline damaged during delivery/retrieval¿ report was confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the patient vessel tortuosity was ¿moderate¿ and the braid was not deployed in a bent, it is likely that the damage found with the braid contributed to the failure to open. Possible causes of ¿pipeline damaged during delivery/retrieval¿ include resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.